Event description:
It was reported ongoing occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.